Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. System check was performed with tandem technical support and no issues were identified. Customer's blood glucose was close to 400 mg/dl at time of alarm.